Event description:
Healthcare professional reported implants explanted with new implants placed. Later, health care professional reported right side rupture of saline implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, an opening on anterior, black particles in fill channel, and wear abrasion. Leak test and microscopic analysis was performed which identified: a crease smooth opening on anterior and two striated openings on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a crease smooth opening on anterior assessed as fold flaw opening. - two striated openings on anterior assessed as surgical damage.

Event description:
Healthcare professional reported implants explanted with new implants placed. Later, health care professional reported right side rupture of saline implant. The device has been explanted.